Event description:
High frequency cord produced a small spark when plugged up to the generator and water hit it. Operating room scrub tech states possible pin size who near prongs on the cord. No harm to patient or operating room staff.